Manufacturer narrative:
Device is a combination product. Age at time of event 18 years or older.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 32x2.5mm, concentric, de novo target lesion was located in the mildly tortuous and non-calcified proximal to mid right coronary artery. The lesion contained >45 and <90 degrees bend. Following pre-dilation, residual stenosis was 80%. A 2.50 x 32 synergy drug-eluting stent was advanced to treat the lesion. However, significant resistance was encountered while advancing the device and a type c dissection was then noted. Another stent was deployed to cover the dissection and the procedure was completed. No further patient complications were reported and the patient status was stable.